Event description:
It was reported that the patient's artificial urinary sphincter (aus) is not functioning as intended, resulting in recurrent urinary incontinence managed through pad use. The patient also indicated experiencing leakage when transitioning from sitting to standing or during any type of straining. The patient has relocated to another state and requested information on physicians in his new area for further consultation. He was referred for a device evaluation. A revision surgery will be required but has not been performed yet. No additional information was provided.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom is known risk associated with this device type and indicated as such in the instructions for use.